Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device history record confirmed that valve size to be correct. Without product return, the complaint cannot be confirmed. Medtronic will continue to monitor for similar events.

Event description:
Medtronic received information that during the implant of this mechanical heart valve, the valve did not sit properly in the patient¿s annulus although the appropriate sizing tool was used. The sutures that had been placed were removed and the device was explanted. A valve that was one size smaller was successfully implanted. It was reported there were no adverse patient effects beyond prolongation of the procedure. It was reported there have been no previous sizing issues with this sizer. It was questioned whether the valve was the size that was listed in the product labeling.

Manufacturer narrative:
The valve was discarded. The sizer remains in use at the facility. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.